Manufacturer narrative:
(B)(4). Date sent 10/14/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the anterior rectal resection surgery with dr., contour was used following all the corresponding indications for use. The device worked successfully on the first shot. However, when making the second shot, a new reload was requested, which was mounted on the contour properly. When shooting with the refill, there were failures in the formation of the staple line and in the tissue section, so it was necessary to make an additional shot with echelon plus. The surgery was delayed 15 minutes. Complete resection with echelon plus, the procedure was successfully completed. There were no patient consequences.